Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the 4085 surgical table and was unable to duplicate the reported event. While onsite, the technician spoke with user facility personnel who stated that during the procedure, it was possible that the "leg down" button on the table's hand control might have been inadvertently activated. Given the circumstances, this is the most likely cause of the reported event. Steris completed in-service training with user facility personnel on the proper use and operation of the 4085 surgical table. No additional issues have been reported.

Manufacturer narrative:
Investigation of the reported event is in progress; a follow-up report will be submitted when additional information becomes available. UDI related data clarification - the device subject of the event was manufactured prior to UDI compliance, therefore, UDI is not applicable and was not included in the MDR.

Event description:
The user facility reported that the leg to their 4085 surgical table "dropped" while moving the patient onto the table.